Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported no alarm tones audible from the external speaker at (B)(6). No adverse event was reported.